Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 3 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address tibial tray and femoral component loosening at the cement to implant interface. The surgeon noted scar tissue, tibial and femoral bone loss, and significant reactive synovium with frondular type friable tissue. All components were revised. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a previous device history record (DHR) review (B)(4) identified three unrelated non conformances involving the provided product/lot combination. Final micro and sterility tests passed.